Manufacturer narrative:
On 6/6/07, the severity code changed to a reportable event. A follow-up report will be filed if more information becomes available.

Event description:
It was reported that patient has a medical history of acute lymphocytic leukemia. Patient was receiving saline solution, furosemida, antibiotics and hematic products via right femoral vein. It was then decided to remove catheter and a new catheter was placed. There were no patient complications reported